Manufacturer narrative:
The failure investigation has been completed and the alleged battery jumping issue was verified while based on the analysis, the alleged alert data error issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.